Event description:
Reporter indicated a patient had an infection requiring the removal of the vns lead and generator. The exact explant date is unk, but occurred in 2003. The explanting surgeon and hospital are also unk. The cause of the infection is unk. All attempts for information from the reporter, previous neurologists, and the most recent surgeon regarding the infection event have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.